Event description:
It was reported that the 30mm talisman pfo device was selected for implant using a 9f amplatzer talisman delivery system. The device was prepped per IFU. There was no deformation noted during prep. During device deployment it was, the shape of one of the distal disc was not looking correct, it was puffed and it did not lay flat. No imaging available. The device was never released from the delivery system. A new 30mm talisman pfo was selected and implanted successfully. The patient hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformation during deployment inside the patient was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.